Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient said their reason for calling was because they had a return of symptoms. They explained they had been having more trouble with incontinence. They added that they were ok during the day, but at night their urgency was there. They stated they had to go and they had to get their quickly. The patient state that beginning about a month prior the incontinence had been really difficult at night. They were able to sync with their programmer during the call and it showed stimulation was on set to program 2 at 0.45v. The patient initially increased amplitude on program 2 to 0.55v, noting the felt stimulation in their groin and they described this as an impulse. It was unclear as to whether this was uncomfortable for the patient. They then changed to program 3 and confirmed they felt comfortable stimulation in their groin at 0.35v. During the call, the patient reported the last time they tried to use the ins, even on the lowest setting, they got a shock through their thigh and they had not been using the ins because of that. They indicated this had happened more than once. During troubleshooting on the call they adjusted therapy settings and reported feeling comfortable stimulation. They were going to monitor symptoms now that change had been made and follow-up with their healthcare provider if their symptoms didn't resolve. No further complications were reported or anticipated.